Manufacturer narrative:
Concomitant medical products: 5076-45 lead implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that within a few days post-implant, the lead dislodged from the his bundle. The lead was explanted and replaced. No patient complications have been reported as a result of this event.